Event description:
It was reported that the device would not charge the installed battery on ac power. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac or battery power. Physio replaced the power supply assembly and observed device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 open. The assembly had no ac operation and failed to charge the installed battery on the test device.